Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 73 year old male presented with acute myocardial infarction and cardiogenic shock requiring placement of an impella cp via left femoral arterial access. A groin shot was obtained prior to impella insertion; however, exact vessel measurements were not acquired. The implanting physician reported that the vessel appeared borderline but proceeded with placement due to the patient¿s shock status. Abiomed support was not yet present during the groin shot. An anti crede sheath was placed on the impella access side, and an additional access point was obtained at the gypsy lateral groin to facilitate external bypass for leg perfusion. Doppler pulses were confirmed after impella placement and again upon arrival in the ICU. During or shortly after introducer insertion, the patient experienced loss of pulses, consistent with limb ischemia. The ischemia did not resolve with impella removal. No additional interventions for limb ischemia were performed, and no amputation occurred. The introducer was discarded and is not available for return or evaluation. The patient maintained acts between 160¿180 seconds around the time of the event. The patient survived to explant, and the impella cp was removed on (B)(6) 2026. Ischemia is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The cause of the ischemia was unable to be determined due to insufficient clinical details.